Event description:
A customer obtained a false low tsh result on four pt samples. A biased tsh result may lead to inappropriate or delayed physician action. There was no report of pt harm as a result of this event.